Event description:
A customer contacted haemonetics on (B)(6) 2008 to report that the orthopat machine was not functioning properly. No injury or reaction noted.

Manufacturer narrative:
Upon evaluation a blood spill was found inside of the device. All contaminated and damaged components were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).